Event description:
It was reported that an fsl3+ continuous glucose monitor failed to pair with the ilet, prompting a rescan that generated a replace-sensor alert; a new fsl3+ was applied and paired with a standard warm-up, and a manual blood glucose check showed 276 mg/dl with no associated adverse clinical symptoms, after which the user was advised to monitor and was transferred to the cgm manufacturer for sensor replacement, consistent with an intermittent communication failure involving the antenna/electrical component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included interviews with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the cgm and ilet, characterized by intermittent communication failure traced to the antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.